Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician advanced the stent delivery system into the bile duct, and when he attempted to deploy the stent, the handle broke. The procedure was completed with another of the same device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
Caller reports lancet does not retract back into the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).